Event description:
It was reported to philips that the geometry movement were partially unavailable. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was in clinical use at the time of event occurrence. The procedure was completed by moving patient to another room. A field service engineer (fse) went onsite and identified abnormal noise and rough movement in the detector shift mechanism, especially loud at the 0-degree position but smoother at 90 degrees. The corkscrew gear was pinpointed as the cause of the vibration and noise, affecting all motor positions. The philips engineer replaced the assembly and installed the amc triple servo drive, restoring system functionality. To address ongoing vibrations, the fd shift assembly was completely replaced, followed by necessary adjustments and calibration. Following replacement, the system was returned to use in good working order. The faulty amc triple servo drive was returned to supplier for further analysis. The analysis confirmed that the amc drive was defective, as it began smoking when powered by 230v ac and 24v dc. The codes have been updated based on the investigation's outcome.